Manufacturer narrative:
This event was originally reported under MFR# 0001822565-2018-00645. The manufacturer number was incorrect. Please void that submission. It should be noted; medical records received indicate the patient did not have any reported infection and this is not considered a complaint. This follow-up report is being submitted to relay additional information. It was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient had no infection according to medical records and this reporting is not considered a complaint.